Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. The device was visually inspected and found the downstream occlusion (dso) seal delaminated in multiple locations. Review of the event history log (ehl) showed seven occurrences of "high alarm displayed: air in-line detected". A functional test was performed; the customer reported issue was unable to confirm. The probable cause is air bubbles in customer cassette. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
E1 phone number extension (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Event description:
It was reported that the device would not stop beeping and there was air in the line. There was no patient harm.